Event description:
It was reported that during a ptca procedure in a tortuous anatomy, the physician experienced difficulty removing the catheter. The catheter separated upon removal. All pieces were retrieved and the pt status is listed as "okay".